Event description:
Same as MFR#6000089-2006-01628, 6000093-2006-01447, and 6000093-2006-01448. It was reported that 110 days following a coronary artery stenting treatment procedure, the patient was hospitalized and subsequently underwent a coronary artery bypass graft (CABG) due to in-stent restenosis. The index procedure placed four express2 bare metal stents in the left anterior descending (lad) artery. There were two unknown size stents implanted along with a 2.75 x 32mm stent and a 2.5 x 16mm stent. The patient was hospitalized 110 days following the index procedure with non-specific pain, a fever of 37.9 degrees celsius, a white blood cell count of 17,000, and troponin was 0.4. The patient underwent an angiogram two days later where it was determined that the left main was 40% stenosed, the ostial lad was 60% stenosed, the mid to distal lad 30% diffuse in-stent restenosis, the distal lad had 50% in-stent restenosis and the circumflex and the 1st obtuse marginal had in stent occlusion. Three days later, the patient underwent CABG. As of the date of this report, the event has not been resolved. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.